Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number unknown / not provided h6: additional h6- patient codes: 1932: inflammation.

Event description:
It was reported that the implant at tooth site #4 was removed due to peri-implantitis. Patient called on (B)(6) 2026 stating that she was feeling pain upon biting. She saw her dds the following day and he discovered some mobility. Clinician saw her on (B)(6) 2026 and removed the loose implant. Site was left to heal. Symptoms as a result of the event: inflammation & pain.